Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2003v and the haptic tore. The surgeon enlarged the incision to remove the lens and another same type lens was implanted and the incision was sutured.

Manufacturer narrative:
Results: a visual inspection of the returned product shows one haptic is torn off and missing on the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. An investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery's system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add clarifications to instruct the users in the proper delivery techniques that are and minimize the potential for damaging the lens.